Event description:
It was reported that during a mesenteric artery stenting procedure, a stent dislodgement occurred. The lesion was located in the mesenteric artery. The mesenteric artery diameter was 7 mm. Vascular access was obtained at the common femoral. The physician advanced the express biliary ld 7.0 mm x 20 mm x 75 cm stent delivery system (sds) and attempted to position the stent in the target lesion, however, the stent dislodged off the sds balloon, but remained on the guide wire. The physician pulled the sds balloon out of the pt and advanced an unspecified "smaller" sterling balloon catheter to the dislodged stent. The physician used the sterling to successfully position and implant the express biliary stent. The stent was fully apposed and well positioned against the vessel wall. No pt complications were noted and the pt's status was reported as "ok".

Manufacturer narrative:
The complainant indicated that the device was implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.